Event description:
Customer reported to beckman coulter, inc. (Bec) that they noticed a pool of clear fluid, about 50 ml, in the spill compartment under the cc (cartridge chemistry) sample wash collar of the unicel dxc 600 synchron system. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Conclusion: customer did not request service from bec. Root cause is unknown. (B)(4).